Event description:
Customer reported seeing a blank screen on the display of his freestyle flash blood glucose meter. He further reported that because he was unable to test he went to see the nurse at his workplace, but she also was unable to get a reading. He then self-presented to an emergency room at a local hospital where they received a reading, on an unknown brand of meter, of 723 mg/dl. Customer additionally reported experiencing vertigo and nausea. Customer was diagnosed with hyperglycemia and treated with 20 units of "fast-acting" insulin. There was no report death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.